Event description:
It was reported that during reprocessing of the double fenestrated bipolar forceps instrument, it was discovered that the cable at the end of the instrument was frayed. There was no report that any piece(s) from the instrument broke off and fell into a patient and there was no allegation of any patient harm or injury.

Manufacturer narrative:
The instrument has not been returned for evaluation, therefore, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the instrument is returned (post engineering evaluation) or if additional information is received. The customer reported complaint does not itself constitute a MDR reportable event; however; the frayed cable could likely cause or contribute to an adverse event if the failure mode were to recur.